Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pieces of the cartridge septum broke off and went into the cartridge. Customer's blood glucose (bg) level was "high", however, a bg value was not provided. Customer addressed administered a manual injection to address bg level. A cartridge change was performed resolving the issue.